Event description:
Using allcare product (B)(4) lap sponge, sponge was shedding fabric into the surgical wound, requiring extra attention to insure that all particles were removed from wound prior to closure. Diagnosis or reason for use: lap sponge used for absorption of blood and wound exudate.